Event description:
It was reported that during a prostate biopsy, after both sides were locked into place, the device fired on its own. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.